Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had cosmetic damage and reservoir compartment had crack. Customer's blood glucose level was 115 mg/dl. Troubleshooting was done for cosmetic damage. Customer reported that reservoir was able to lock in place when inserted into insulin pump. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.